Manufacturer narrative:
Concomitant products: product ID 8731sc lot# unknown, product type catheter (x2). (B)(4).

Event description:
It was reported during a pump replacement for expected longevity, the old pump connector 'fell apart' when they disconnected it from the pump. The connector was replaced. The outcome of the event was unknown. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.